Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient received a heart transplant. Whether the outcome was device or therapy related was not provided by the customer.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the patient remained ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), until (B)(6) 2024 when the patient underwent a routine heart transplant. It was communicated that the device will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient received a routine heart transplant. The device was reported to have been operating as expected. The pump was explanted but was said not to be returning.